Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recuring incontinence due to tissue atrophy. The aus was explanted and replaced with a smaller cuff to address the issue. There were no patient complications reported.